Event description:
It was reported by the rep that the one er420 was used during a laparoscopic appendectomy procedure. It was reported that the surgeon placed a clip on the appendiceal artery and noticed that the clip legs crossed. The same thing happened with a second clip. The first er420 was pulled off the surgical field and the case was finished with a second device without incident. There was no pt consequence.